Event description:
The device was returned to allow for reliability analysis.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the revision procedure, the physician attempted to use electrocautery to remove the device from the pocket, prior to electrocautery being programmed off. When the field representative attempted to program electrocautery off, radio frequency was lost between the device and the programmer. Subsequent electrocautery was not able to be programmed off in time and the device reverted to safety core. It was noted that the patient also received two inappropriate shocks due to the device oversensing noise created by use of electrocautery. The patient is not pacemaker dependent and had a strong underlying rhythm at the time of this event. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.